Manufacturer narrative:
(B)(4). The 3.5x28mm xience xpedition stent mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove with the sds was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) artery. After successful placement of the balanced middle weight (bmw) universal ii guide wire, pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 3.5x28mm xience xpedition stent delivery system (sds) was advanced; however, it could only be advanced a few millimeters on the bmw universal ii guide wire. The xience xpedition sds became stuck on the bmw universal ii guide wire outside the patient's anatomy and could not be removed. The xience xpedition sds and the bmw universal ii guide wire were removed as a single unit. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another guide wire and sds were used to successfully complete the procedure. There was no additional information provided.